Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: easypump leaking 5fu from fill port during preparation. Detailed inquiry description: easypump leaking 5fu from fill port during preparation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of four (4) samples were submitted to the manufacturer for evaluation. Through visual examination, a crack at the filling port was found on all of the samples. The samples were then filled with red dye solution; it was noted that leakage was observed from the cracked filling port from three of the samples. One of the samples was noted to have valve leakage. The samples are not within specification; the reported defect is confirmed. The defect is a result of a failure in the production process. An approved project is in place to further address issues with crack at filling port and valve leakage. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.